Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch report, additional reported information indicates that the patient was hospitalized from (B)(6) 2010. The event was reported to be mild in intensity, not related to the device, and not related to the procedure. The site reported that there was no change in the lesion when comparing the angiograms. The site hospital reported that at baseline, the patient did not require an intervention. Intravascular ultrasound (ivus) was used to determine if an intervention was required. A diagnostic report for (B)(6) 2010 reported finding a single vessel disease of 70% diameter stenosis in the mid lad. There was a patent stent in the mid lad, the left ventricular function was mildly diminished, and there was reported normal hemodynamics. A drug-eluting stent was deployed to the mid lad with 0% residual stenosis and no complications. No additional information was provided.

Event description:
It was reported that on (B)(6) 2010, due to stable angina, the patient underwent the index procedure with deployment of one 2.5 x15 promus stent to the mid left anterior descending artery (lad). Post procedure residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the patient received a peri-procedural loading dose of clopidogrel 300 mg. Prasugrel 10 mg dosing and aspirin 81 mg dosing were both started on unknown dates. The patient was discharged from the index procedure on (B)(6) 2010. A 6 month follow up call to the patient revealed that the patient was hospitalized at another hospital on an unknown date in (B)(6) 2010 for chest pain. An unspecified stent was implanted in an unspecified vessel during this admission. In the opinion of the investigator, this event was considered to be non-related to the drug. Though requested, no additional information was provided.